Event description:
Stapler misfired after use, one with the reload.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: laparoscope, gynecologic (and accessories)

Event description:
Stapler misfired after use, one with the reload.